Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a visual inspect of the connecting tube ensured that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Both lock levers were broken off. The broken portion was not returned. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The user may have applied stress toward wrong direction which caused the external stress. The event can be detected by following the instructions for use (IFU) section: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, both lock levers of the connecting tube were broken off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. The subject device was manufactured on january, 2014 based on the provided 3 digit lot information. Should additional relevant information become available, a supplemental report will be submitted.